Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump display intermittently went blank. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) replaced the roller pump display and verification/release testing was performed successfully. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the small roller pump display to lab use only (luo) roller pump. The pst powered the roller pump on and set it to 1.0 liters per minute (l/min). It ran for 72 hours with no observation of any display issues. It was determined that the roller pump display functioned as intended. Per data log review: the log does not show any indications of an error. Most likely only the pump display had an intermittent issue. The pump continued to function when the user reported the display issue.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.